Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is the unit is noisy/ unit alarms not functional. The key failure is the compressor is noisy which is related to the first reason for repair. Additional malfunction identified on the (B)(4) is a defective power switch (aka on/off switch). The reason for repair non-functioning alarm issue from the defective on/off switch is the basis of this FDA report.